Event description:
The manufacturer of a contact lens care cup for use with 3% hydrogen peroxide systems received a report that a cup burst during use. No injury occured, however, one of the patient's lenses was damaged the manufacturer is implementing corrective actions to prevent reoccurrence of this event.